Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device completed 21 first prime pulses and was deactivated at 32 pulses. No timeouts or drive stalls were produced, but a rotational sensor malfunction occurred as a false open reading was observed in the data. The device was paired with a master pdm and a 5 unit bolus was delivered. The needle mechanism successfully deployed during the rerun. The rerun reproduced the rotational sensor malfunction. Contamination was observed on the commutator cap. The contamination can be confirmed as the cause of the rotational sensor malfunction and the failure to the needle mechanism to deploy.